Event description:
In 2005, a patient presented with an active ruptured aneurysm. The patient was treated endoluminally with three gore excluder aaa endoprostheses trunk - ipsilateral leg components and a contralateral leg component. Final angiogram revealed a type I endoleak and the physician decided to monitor the patient. On the following month, the patient was treated with two aortic extender components to try and resolve the type I endoleak. The type I endoleak did not seal. The physician converted to open repair. Due to severe comorbidities, the patient expired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paper verified that this lot met all pre-release specifications.